Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, two reloads would not fire even after pressing the green button and squeezing the handle. A clip applier was used to complete the case. There was no patient injury.